Event description:
Between [redacted] and [redacted]-65 days, htm [healthcare technology management] has received 224 service tickets for ivenix pumps with the following issues: air in line message5: backflow2, cassette lever broken8, cassette misload message5, cracked screen29, ehr [electronic health record] integration error5, housing case broken30, loose connection on lcd ribbon1, missing bag hook28, needs service message1, not charging1, pneumatics replaced5, pump failure message23, reload tubing set error1, replaced flag board1, replaced som1, screen frozen22, screen malfunction23, secondary not available alert1, sensor hardware failure (downstream air sensor)1, service needed message22, shut down mid-infusion2, som crash1, tubing guide broken1, tubing not recognized error2, valve 2 activation error1, yellow alarm1. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter), working with mfg.